Event description:
It was reported that pump time was incorrect and caller requested help updating time and settings. There was no reported impact to the customer¿s blood glucose level. Customer support assisted caller with correcting pump time, and caller was advised to monitor for any future time discrepancies greater than five minutes and to follow up if issue recurred, which caller understood and acknowledged.